Event description:
On (B)(6) 2019, a 21mm regent valve was implanted. On (B)(6) 2019, echo indicated leaflet obstruction accompanied by moderately high gradient (mean = 28mmhg, peak = 48mm hg) and moderate regurgitation. Acceleration time was 111ms, and aortic regurgitation pressure half time was 347ms. On (B)(6) 2019, the regent valve was explanted, and a replacement 21mm regent valve was implanted. The patient is reported to be in stable condition. Upon explant, no obvious thrombus or tissue growth on the valve was observed. Additional information has been requested.

Event description:
On (B)(6) 2019, a 21mm regent valve was implanted. On (B)(6) 2019, echo indicated leaflet obstruction accompanied by moderately high gradient (mean=28mmhg, peak=48mm hg) and moderate regurgitation. Acceleration time was 111ms, and aortic regurgitation pressure half time was 347ms. On (B)(6) 2019, the regent valve was explanted, and a replacement 21mm regent valve was implanted. The patient is reported to be in stable condition. Upon explant, no obvious thrombus or tissue growth on the valve was observed.

Manufacturer narrative:
The reported event of leaflet obstruction, high gradient, and regurgitation was reported. One of the leaflets was confirmed to have limited mobility. Thrombus with microcalcifications were present in the pivot recesses. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the leaflet obstruction and thrombus could not be conclusively determined.